Event description:
Initial report: this non-serious spontaneous case report from another country was reported by a physician to our local affiliate. This case involves a female pt who received three applications of poly-l-lactic acid (sculptra) therapy, with the last one given one yr ago. Poly-l-lactic acid was injected into the cheek and cheekbone area. Dilution ration was 1:7 + 1ml of anesthetic (nos). On an unk date, the pt developed a late string of little nodules which appeared at the injected area. No corrective treatment was provided and the event remains ongoing. Relevant medical history includes previous aesthetic therapy including botox and hyaluronic acid in lip. Reporter's causality assessment: probable.